Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing has a hole in it as it would not prime and kept getting air. The nurse finally noticed fluid dripping out of the tubing's fitment. The event occurred during priming of normal saline. There was no patient involvement.

Manufacturer narrative:
The customers report that the IV tubing has a hole and is leaking was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components, and no obvious damages or issues were observed. During further visual inspection a pinhole was observed on the silicone segment at the engagement area to the upper fitment. Testing confirmed a leak from the pinhole as well as air bubbles within the silicone segment during repriming of the set. Functional testing confirmed a leak from the pinhole as well as air bubbles within the silicone segment during repriming of the set. The root cause of the damage was not identified.

Event description:
It was reported that the IV tubing has a hole in it, as it would not prime and kept getting air. The rn finally noticed fluid dripping out of the tubing's fitment. The event occurred during priming of normal saline. It was confirmed that there was no patient involvement.